Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6) ); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that when they try to charge the implantable neurostimulator (ins), it shows poor charging quality no matter how they place the recharger (rtm). They said if they get excellent quality, it will then stop the charging session. They said the rtm is getting "hot, like hot-hot". Resetting controller only temporarily fixes issue. Controller port looks intact. They said this issue started happening yesterday. They thought it was because they were in a hot environment but when they moved to a cool environment the issue persisted. The issue was not resolved. A replacement rtm was sent out. No symptoms were reported. Additional information was received from a patient (pt). It was reported that they were told their package for the replacement recharger would have arrived by saturday at 4:00 pm, but package has still not arrived. Patient stated that their implanted device is not charged and that they are in a lot of pain. Patient repeated that thursday night is when their implant stopped charging. Agent attempted to pull fedex tracking report, but patient was not listed in reports. Agent sent follow up email to consult with repair for further information, and agent will make outbound call to patient with tracking information.

Manufacturer narrative:
H3: product ID 97755; serial# (B)(6); product type recharger was returned for product analysis. Analysis found recharger antenna failure. Specifically, low reading was observed (being 0 should be higher than 30). No visual anomalies were found. The unit was scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.